Event description:
It started with a migraine and severe pms (cramping/stabbing pain, breast pain (much more than tenderness), irritability, fatigue. Once my period started, I had very heavy bleeding(super tampon per hour for an entire day. Day two heavy (super tampon every 3hrs). Day 3 is regular flow. Next 7-10 days I had spotting. This is recurring every month. Throughout the month I have extreme anxiety, depression, bloating, lower back pain, nausea.